Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ cyst(s): unable to observe as it is a medical event that is not related to the device. ¿ other ¿ medical: unable to observe as it is a medical event that is not related to the device. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ lymphadenopathy: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "found palpable lymph nodes in the armpit" and "implant ruptured and the lymph nodes were infiltrated". Healthcare professional reported "enlarged palpable lymph nodes (3 pcs) in the axillary region. Pain."; "capsular contracture baker grade ii", "asymmetric hypoplasia of the mammary glands, post-endoprosthesis state, rupture of the implant." This record is for the right side. Device was explanted and replaced with another's manufacturers device. Device will not be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "found palpable lymph nodes in the armpit" and "implant ruptured and the lymph nodes were infiltrated". This record is for the right side. Device remains implanted.